Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's infusion was ongoing for norepinephrine 0.4 mcg/kg/min and vasopressin 0.04 units/min. Patient was receiving bolus of fluids. Lines were checked and the multi-port device/stopcock manifold (3 ports) was leaking at the needleless connection at the central venous access device (cvad) with pressors infusing; and the bed sheet was noted to be significantly wet. Lines were changed, and the patient's blood pressure was responding effectively to pressors. Pressors were stopped due to blood pressure parameters. There was no patient harm/adverse event reported.

Manufacturer narrative:
G1. Mfg office contact: corrected. Received one device. Visual inspection found no damage. The complaint of leakage cannot be replicated or confirmed. The manifold was capped off and leak tested as per specification. No leakage was observed. The unit was to be found within specification during the leak test. Lot number was not provided therefore lot history review cannot be executed.